Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room due to heart failure symptoms unrelated to the device. Review of merlin on demand transmission revealed the implantable cardioverter defibrillator gave the patient inappropriate antitachycardia pacing (atp) therapy due to functional under-sensing. Programming changes were discussed, no intervention was performed. The patient was stable.